Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, during pre-dilatation, the fox plus balloon ruptured at 10 atmospheres during the first inflation. The device was completely removed from the body and dilatation was completed using a non-abbott balloon. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Without device investigation, a conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.